Event description:
It was reported that only 1/4 of the touch screen is visible. Reportedly, the touch screen became visible again, but was flickering. The pump is still responsive to presses. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.